Event description:
It was reported that "the user squeezed the trigger to place a staple during use, but it was not fired properly. (According to the user, the staple came out from the back of the stapler.) Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be partially detached. One side of the bottom component's energy directors were not welded. The other side of the bottom component's energy directors were partially welded. The pusher and rail were not returned by the customer. The heights of the energy directors at the ends of the unwelded bottom component were measured and within the specification range. The customer returned 32 loose staples that fell out of the cover block, indicating the customer did not return at least 3 staples. The manufacturing team was consulted regarding this complaint. The manufacturing team confirmed that the probable root cause of the partially detached bottom was that the bottom was incorrectly positioned during the welding process, thus failing to be fully attached during the manufacturing process. Functional testing could not be completed due to the state of the returned sample. The device was disassembled and die casting anomalies on the forming tool were also discovered. A corrective and preventive actions was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. No defects were observed on the pawl subassembly. Per DHR the product visistat 35r 6/box lot # 73b2400651 was manufactured on 02/19/2024 a total of 15,000 pieces. Lot was released on 02/29/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user squeezed the trigger to place a staple during use, but it was not fired properly. (According to the user, the staple came out from the back of the stapler.) Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.